Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (underwent a removal of her fallopian tubes due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and pyelonephritis ('infection (other) describe: pyelonephritis') in a 34-year-old female patient who had essure (batch no. 20196137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida. Concurrent conditions included nephrolithiasis, cough, acute upper respiratory tract infection, sore throat, general body pain, back pain, bradycardia and nicotine dependence. Concomitant products included nsaids since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes describe: mood"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines/ headaches"), headache ("migraines/ headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced pyelonephritis (seriousness criterion hospitalization) with abdominal pain, nausea and vomiting, 3 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have urine analysis abnormal ("infection (bladder/urinary tract/vaginal) type: abnormal ua"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, urine analysis abnormal, weight increased, back pain and vaginal haemorrhage had resolved and the genital haemorrhage, pyelonephritis, menstrual disorder, dysmenorrhoea, mood altered, female sexual dysfunction, depression, anxiety, migraine, headache and menorrhagia outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, pyelonephritis, urine analysis abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding, bladder, urinary problem . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2010: imaging studies: ultrasound of the kidneys showed multiple nonobstructive bilateral renal calculi with finding likely suspicious for underlying medullary nephrocalcinosis. The largest renal calculi is 1.2 cm in the right kidney. Lot number: 20196137, manufacturing date: 2009-08, expiration date:2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and pyelonephritis ('infection (other) describe: pyelonephritis') in a 34-year-old female patient who had essure (batch no. 20196137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida. Concurrent conditions included nephrolithiasis, cough, acute upper respiratory tract infection, sore throat, general body pain, back pain, bradycardia and nicotine dependence. Concomitant products included nsaids since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes describe: mood"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines/ headaches"), headache ("migraines/ headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced pyelonephritis (seriousness criterion hospitalization) with abdominal pain, nausea and vomiting, 3 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have urine analysis abnormal ("infection (bladder/urinary tract/vaginal) type: abnormal ua"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, urine analysis abnormal, weight increased, back pain and vaginal haemorrhage had resolved and the genital haemorrhage, pyelonephritis, menstrual disorder, dysmenorrhoea, mood altered, female sexual dysfunction, depression, anxiety, migraine, headache and menorrhagia outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, pyelonephritis, urine analysis abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding, bladder, urinary problem . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2010: imaging studies: ultrasound of the kidneys showed multiple nonobstructive bilateral renal calculi with finding likely suspicious for underlying medullary nephrocalcinosis. The largest renal calculi is 1.2 cm in the right kidney. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received , event outcome,rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and pyelonephritis ("infection (other) describe: pyelonephritis") in a 34-year-old female patient who had essure (batch no. 20196137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida. Concurrent conditions included nephrolithiasis, cough, acute upper respiratory tract infection, sore throat, general body pain, back pain, bradycardia and tobacco user. Concomitant products included nsaid's since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes describe: mood"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines/ headaches"), headache ("migraines/ headaches") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, 3 years 9 months after insertion of essure, the patient experienced pyelonephritis (seriousness criterion hospitalization) with abdominal pain, nausea and vomiting. On (B)(6) 2016, the patient experienced urine analysis abnormal ("infection (bladder/urinary tract/vaginal) type: abnormal ua"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, weight increased and back pain was resolving and the genital haemorrhage, pyelonephritis, menstrual disorder, dysmenorrhoea, mood altered, urine analysis abnormal, female sexual dysfunction, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menstrual disorder, migraine, mood altered, pelvic pain, pyelonephritis, urine analysis abnormal and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded imaging studies: ultrasound of the kidneys showed multiple nonobstructive bilateral renal calculi with finding likely suspicious for underlying medullary nephrocalcinosis. The largest renal calculi is 1.2 cm in the right kidney. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters and reporter information added. Plaintiff demography added. . Concomitant conditions, historical conditions, concomitant drugs and unstructured relevant tests were added. Product indication added and explanted date added. Lot no. Received. New events: mood altered, genital haemorrhage, urine analysis abnormal, female sexual dysfunction, depression, anxiety, migraine, headache, back pain, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, device monitoring procedure not performed, vomiting. Event infection updated to pyelonephritis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and pyelonephritis ("infection (other) describe: pyelonephritis") in a 34-year-old female patient who had essure (batch no. 20196137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida. Concurrent conditions included nephrolithiasis, cough, acute upper respiratory tract infection, sore throat, general body pain, back pain, bradycardia and nicotine dependence. Concomitant products included nsaid's since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes describe: mood"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines/ headaches"), headache ("migraines/ headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced pyelonephritis (seriousness criterion hospitalization) with abdominal pain, nausea and vomiting, 3 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have urine analysis abnormal ("infection (bladder/urinary tract/vaginal) type: abnormal ua"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, weight increased and back pain had resolved and the genital haemorrhage, pyelonephritis, menstrual disorder, dysmenorrhoea, mood altered, urine analysis abnormal, female sexual dysfunction, depression, anxiety, migraine, headache, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, pyelonephritis, urine analysis abnormal, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2010: imaging studies: ultrasound of the kidneys showed multiple nonobstructive bilateral renal calculi with finding likely suspicious for underlying medullary nephrocalcinosis. The largest renal calculi is 1.2 cm in the right kidney.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia) were added.outcome of events pelvic pain, back pain, weight gain, painful intercourse from recovering/resolving to recovered/resolved were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and pyelonephritis ("infection (other) describe: pyelonephritis") in a 34-year-old female patient who had essure (batch no. 20196137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida. Concurrent conditions included nephrolithiasis, cough, acute upper respiratory tract infection, sore throat, general body pain, back pain, bradycardia and nicotine dependence. Concomitant products included nsaid's since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes describe: mood"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines/ headaches"), headache ("migraines/ headaches") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, 3 years 9 months after insertion of essure, the patient experienced pyelonephritis (seriousness criterion hospitalization) with abdominal pain, nausea and vomiting. On (B)(6) 2016, the patient experienced urine analysis abnormal ("infection (bladder/urinary tract/vaginal) type: abnormal ua"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, weight increased and back pain was resolving and the genital haemorrhage, pyelonephritis, menstrual disorder, dysmenorrhoea, mood altered, urine analysis abnormal, female sexual dysfunction, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menstrual disorder, migraine, mood altered, pelvic pain, pyelonephritis, urine analysis abnormal and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded imaging studies: ultrasound of the kidneys showed multiple nonobstructive bilateral renal calculi with finding likely suspicious for underlying medullary nephrocalcinosis. The largest renal calculi is 1.2 cm in the right kidney. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and pyelonephritis ('infection (other) describe: pyelonephritis') in a 34-year-old female patient who had essure (batch no. 20196137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida. Concurrent conditions included nephrolithiasis, cough, acute upper respiratory tract infection, sore throat, general body pain, back pain, bradycardia and nicotine dependence. Concomitant products included nsaids since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes describe: mood"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines/ headaches"), headache ("migraines/ headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced pyelonephritis (seriousness criterion hospitalization) with abdominal pain, nausea and vomiting, 3 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have urine analysis abnormal ("infection (bladder/urinary tract/vaginal) type: abnormal ua"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, urine analysis abnormal, weight increased, back pain and vaginal haemorrhage had resolved and the genital haemorrhage, pyelonephritis, menstrual disorder, dysmenorrhoea, mood altered, female sexual dysfunction, depression, anxiety, migraine, headache and menorrhagia outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, pyelonephritis, urine analysis abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding, bladder, urinary problem . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2010: imaging studies: ultrasound of the kidneys showed multiple nonobstructive bilateral renal calculi with finding likely suspicious for underlying medullary nephrocalcinosis. The largest renal calculi is 1.2 cm in the right kidney. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received , event outcome, rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.